Event description:
It was reported to boston scientific corporation (bsc) that an injection gold probe device was used during colonoscopy performed on (B)(6) 2013. According to the complainant, during the procedure the cautery component of the device did not work well when they attempted to cauterize the tissue. The device was tested in saline after it failed to work properly and sizzling was observed. Reportedly, no visible damage or kinks were noted on the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specifications. Product analysis could not confirm the deficiency reported by the customer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation (bsc) that an injection gold probe device was used during colonoscopy performed on (B)(6) 2013. According to the complainant, during the procedure the cautery component of the device did not work well when they attempted to cauterize the tissue. The device was tested in saline after it failed to work properly and sizzling was observed. Reportedly, no visible damage or kinks were noted on the device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.